Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2014. Product ID: 700fc27 heart band, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that five days post a device change out procedure, the patient presented the emergency room after hearing an alert tone from the device. The right ventricular (rv) lead had high pacing impedance and no capture. The patient was admitted for a lead revision procedure where the lead was adjusted in the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.